Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did any part break off of jaws of device? Did any part of jaws fall into patient? If part fell into patient, was part retrieved? The jaws stayed intact and did not break off.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the initial use of the device failed. The tips of the device broke and caused the device not to fire. Case completed with another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: bent advancer. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and four conforming clips were fed and formed; however, the device was noted to have the tip of the advancer bent. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.